Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the outer insulation had a cosmetic depression. The analyst also noted that the anchoring sleeve fixation site could not be determined.

Event description:
It was reported that the patient's right ventricular lead was fractured due to a car accident. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.